Manufacturer narrative:
Unit passed displacement test, however, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.(B)(4)

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 300 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.